Event description:
It was reported that approximately 11 weeks post-implantation, the patient underwent a hip revision due to stem subsidence and calcar fracture. It was unknown if the fracture could have occurred during the primary procedure. A new stem, proximal body, head, and cables were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 650-1163 lot: 3160748 delta cer fem hd 32/-3mm t1. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 h6: suggested component code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and were not reviewed as images were undated and it is not possible to correlate timeframe between images and event. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.